Event description:
Two guide wires have snapped inside the drill, and got caught on the patient extending the surgical procedure.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.